Event description:
It was reported that the surgeon encountered an issue during implantation of the preloaded multifocal intraocular lens (iol), model den00v, into the patient¿s right eye. During the advanced stage of insertion, the plunger was not properly aligned with the iol, resulting in few resistance and subsequent damage to the trailing haptic, which became stuck at the cartridge tip and broke. Additional information confirmed that the event was not attributable to use error, as all procedural steps were followed appropriately. The cartridge and lens made contact with the patient. The procedure was completed successfully with a replacement lens of the same model and diopter. No patient injury was reported, and no unplanned medical or surgical interventions were required. The patient outcome was reported to be improved following implantation of the replacement lens. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: na as the lens was removed/replaced during the same procedure. Section d6b: na as the lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation therefore; a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.